Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of an 82-year-old patient with a 23mm sapien 3 valve in the aortic position that underwent intervention for a valve-in-valve procedure after an implant duration of approximately seven years due to severe paravalvular leak (pvl). The pvl was noted in 2022. The first sapine 3 valve had been positioned very low in a medium calcified native valve. The patient presented with nyha class 3. A 23mm sapien 3 valve was successfully implanted within the transcatheter edwards device using the transcarotid approach, with no pvl. The patient was noted to be well. As per medical opinion, the root cause of the pvl was that the first valve was placed too low.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. Corrected h6-device code. The device was not returned for evaluation as it remained implanted. A review of imagery was performed, and the following was observed: the first valve was implanted low at approximately 30:70 a/v position with paravalvular skirt completely below the native annulus. A thv-in-thv procedure was performed with a second valve deployed higher and within the first valve. The complaints for paravalvular leak and valve malposition were confirmed based on the provided imagery. As serial number was not provided, a review of DHR and lot history was unable to be performed. However, a review of complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "this was a case of an 82-year-old patient with a 23mm sapien 3 valve in the aortic position that underwent intervention for a valve-in-valve procedure after an implant duration of approximately seven years due to severe paravalvular leak (pvl)." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, it was reported that the valve was positioned very low in a medium calcified native valve. As such, available information suggests that procedural factors (improper valve position and deployment technique) may have contributed to the valve malposition. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, imagery review confirme d that the valve was implanted low at 30:70 a/v position with pvl skirt completely below the native annulus. At this implant position, the pvl skirt would not be able to seal against the native annulus and this likely resulted into severe pvl. As such, available information suggests that procedural factors (valve malposition) may have contributed to the pvl. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.